Event description:
Caller tested 2.6 inr, 3.6 inr, and 3.5 inr on the coaguchek xs system. No actions taken based on the device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occured in (B)(6).